Manufacturer narrative:
The device was retained at the facility; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had dislodged six days after implant. Subsequently, this patient underwent a revision procedure and this lead was explanted. No additional adverse patient effects were reported. Additional information was received regarding the device return status. The device was retained at the hospital. However, no further information was provided whether the device will be returned. If information is provided in the future, a supplemental report will be issued.